Event description:
It was reported that the pacemaker was found to be in backup vvi due to event queue overflow. A device restoration was performed successfully. There were no reported patient consequences.